Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose was 464 mg/dl. The customer stated that the insulin pump had no delivery with no infusion set. The customer also stated that the insulin pump received battery failed alarm and battery out limit. Troubleshooting was performed for battery failed test. The customer also stated that the insulin pump did not respond to allow rewind. The insulin pump will be returned for analysis.